Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display became scratched and that the battery container became chipped. The customer did not recall the blood glucose reading. She reported that the scratches made the screen difficult to read. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a stripped battery cap coin slot, a cracked reservoir tube lip, broken battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked case at the reservoir tube window corner.